Event description:
A report was received that the patient was experiencing loss of stimulation. The patient underwent a revision wherein the lead was explanted due to a suspected malfunction. During the procedure, the physician found out that several contacts from the lead fell off and were retrieved. Electrocautery was used during the revision and was believed to be the possible cause of the damage to the lead. The patient was doing well after the procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Manufacturer narrative:
Device evaluation indicated that the complaint of detached electrodes was confirmed. Visual inspection revealed the lead was cut approximately 1.5 inches from the paddle end. Six electrodes were completely detached. Five detached electrodes were returned. The root cause that lead to the detached electrodes is unknown.